Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016: patient underwent a right knee replacement. Attune implants were placed with depuy cement x2. Patella was resurfaced. No intra-operative complications were noted. On (B)(6) 2019: patient underwent a right knee revision surgery. Tibial loosening (implant to cement interface), varus collapse, and tibial bone loss were found. The patella was retained with competitor implants placed. Doi: (B)(6) 2016; dor: (B)(6) 2019; (right knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : device history reviewed: 4 unrelated non conformances on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional report related to implant loosening, and 3 further unrelated reports. Total for lot number: 4 ((B)(4)). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 60 by product family: 182 (63x smartset ghv, 119x smartset gmv). Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.